Event description:
Customer commented on saalt's (B)(6) group saying their iud was dislodged from a menstrual cup. They did not specify if the menstrual cup was saalt brand. Saalt replied on (B)(6) 2021 asking them to contact us to let us know if they were using a saalt cup. Customer sent us their email address and saalt reached out with additional questions about their experience. The customer reached out to saalt informing them they were using a regular saalt cup. The customer indicated they had a very low cervix and had not consulted with a their doctor before using a menstrual cup. The customer indicated they broke the seal before removing the cup every time. The customer still uses the menstrual cup the caused their iud to be dislodged. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.